Event description:
The event involved an extension set, 8 inch, clave(tm) y-site, secure lock and it was reported that there was a possible leak in the product. There had been multiple incidences of saline spraying out of them, and this continued even after double-checking all the connections. There was 2 minutes delayed in therapy. The patient was fine. The concern was directed to the nurse who administered the medication, particularly the chemotherapy medication. There was patient involvement, and no harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: (B)(6).